Manufacturer narrative:
Mattress was not repaired. However, mattress will be replaced for the customer.

Event description:
It was reported by service report that there were stains on the mattress, possibly fluid ingress, and the warning label was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.